Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was informed about the compromised force sensor system alarm and possible causes. The customer's blood glucose reading was unknown. The alarm reoccurred during the rewinding sequence. The customer was advised that the insulin pump will need to be replaced and to refer to the customer's back-up plan. The insulin pump is expected to be returned.